Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. Additional, changed, and/or corrected data: b.5., d.6b., h.6., h.10.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6) continued e1 additional phone: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.